Event description:
It was reported that the patient underwent an unrelated medical procedure of pulsed electric magnetic field therapy (pemf). Following this procedure the patient noted that he used to charge every 8 days, and now it is every 4 days. Additional information received reported that the patient no longer had any concerns with the device or therapy.

Manufacturer narrative:
Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3487a-56, lot# v132262, implanted: (B)(6) 2008. Product type: lead: product ID 3487a-56, lot# v132262, implanted: (B)(6) 2008. Product type: lead. (B)(4).